Event description:
The customer reported to customer service that her breast pump "does not seem to be emptying her." She used a hospital grade pump at work and it worked good. She has mastitis for the second time.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, she indicated that she felt like the pump's suction was not as strong as it was when she first started using it in (B)(6) 2012. She first noticed the change in suction at the end of (B)(6) 2012. She replaced parts and has tried different breast shield sizes, but suction did not improve. At the end of (B)(6), she was diagnosed with mastitis and was prescribed an antibiotic. At the time of the customer's report of the issue on (B)(6) 2012, she had developed mastitis again and was prescribed a topical ointment. She has responded well to antibiotic therapy from her physician and is now fully recovered. She is using a hospital grade pump that is available at her workplace and is breast feeding at home. The customer intends to return the replacement pump which was sent to her to the point of purchase and obtain a refund. As of the date of this report, the original pump has not been received from the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.